Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the cannula with three of the sets from the same box. The lot number of the infusion set was not provided by reporter. No adverse event was reported. The infusion set was requested to be returned for product evaluation.